Manufacturer narrative:
Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left-side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified; creases fold, wear abrasion, white particles on outer shell, yellow particles on inner shell, and opening curved. A leak test and microscopic analysis were performed which identified two crease smooth openings on radius and posterior. The fill test inspection was performed, and the result is no blockage. Based on the device analysis the final assessment is two crease smooth openings on radius and posterior assessed as fold flaw opening.